Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptomatic atrial tachycardia (at)/atrial fibrillation (af) one month after the implantable pulse generator (ipg) changeout. The patient's family believed this coincided with the patient's new device. The patient reported feeling a lack of energy, tired and depressed. The patient's physician has planned cardioversion. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.